Manufacturer narrative:
Trackwise # (B)(4).the device was returned to the factory for evaluation on 05/03/2021. An investigation was conducted on 05/04/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. Both the cold and hot jaws was observed to be intact, no visual defects were observed. The clear silicone insulation on both the jaws was observed to be intact, no visual defects were observed on the jaws clear insulation. No electrical testing was done on the jaws due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "break; jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent wire"the lot # 25157343 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was in the tunnel and the harvester noted a broken piece in the tunnel that was from the inner hp2 jaw. Hp2 was removed and confirmed metal was broken and missing with immobility of current device. New device was open and used to retrieve remnant inside the tunnel.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was in the tunnel and the harvester noted a broken piece in the tunnel that was from the inner hp2 jaw. Hp2 was removed and confirmed metal was broken and missing with immobility of current device. New device was open and used to retrieve remnant inside the tunnel.